Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis found that the lead was returned without the anchoring sleeve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician opened the packaged lead prior to implant and noticed that the anchoring sleeve was missing on the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.